Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with a defective screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter canada for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective screen was confirmed and reproduced during product evaluation. The defective screen was due to lines on the main display. The main display was replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.